Manufacturer narrative:
Additional information: the lens was not returned for evaluation; therefore, a product evaluation could not be performed. The device history record(DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule broke. Additional information has been requested, but has not been received.